Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cutting off colon transversum on a radical resection of colorectal cancer laparoscopic procedure, the device had poor staple formation. The suture line was incomplete distally. The suture was repaired by hand sewing. A new device was used to complete the case. There was no patient injury.